Event description:
It was reported to philips that during an endovascular angiography and thrombectomy procedure, the monitors stopped showing images. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the angiography treatment was completed by moving the patient to another device with a delay of one hour. The philips field service engineer (fse) confirmed that the system does not come under philips warranty. Therefore, the third-party service providers evaluated the system and resolved the issue by replacing the defective monitor, no work performed by the philips. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.